Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient had the interstim and it failed. The patient ended up with a major infection inside their body from it, missed work, and had major emotional issues with it. The patient would never do it again. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.